Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test and other battery issues due to a constant blank flashing white light on the display.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm and failed battery alarm. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.